Manufacturer narrative:
The reported events were found during review of scientific literature. The article did not allege any malfunction in the devices. The reported events did not match information previously received by medtronic neurosurgery. The corresponding author did not provide any additional information regarding the events. The product were unavailable for return. Therefore, an evaluation of device performance was not possible. A review of the manufacturing records was not possible as no lot numbers were provided. Literature article: a single center's experience with the bedside subdural evacuating port system: a useful alternative to traditional methods for chronic subdural hematoma evacuation. Mina safain, m.d., marie roguski, m.d., alexander antoniou, m.a., clemens s. Schirmer, m.d., p.h., adel m. Malek, m.d., ph.d. And ron riesenburger, m.d. Published in j neurosurg 118:694-700, 2013.

Event description:
It was discovered by medtronic neurosurgery during literature review that four of the 23 pts treated with seps were deemed to have an unsatisfactory radiographic resolution of their sdh. According to the study, two of these 4 pts then underwent bur hole evacuation, and both subsequently experienced satisfactory resolution of their sdh. The study stated that the remaining 2 pts did not undergo further operative intervention. It was stated that the first of these pts experienced clinical improvement despite poor radiographic improvement; therefore, further operative intervention was not pursued. According to the study, the final pt had a complex sdh with multiple septations and, on presentation, was believed to require bur hole or small craniotomy instead of seps. The study stated that this pt had multiple medical comorbidities and end-stage liver disease; therefore, general anesthesia was believed to be high risk, and thus bedside seps was attempted as an alternative treatment. According to the study, this attempt led to minimal resolution of his sdh and he died during his hospitalization due to complications of end-stage liver disease.